Manufacturer narrative:
The customer declined service - no further action taken. The cause for the discordant advia centaur (B)(6) igm result is unk. No further eval of the device is required. A sample from this pt has been requested for further eval.

Event description:
A reactive advia centaur (B)(6) igm result and a non-reactive (B)(6) total result were obtained for a pt sample. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) 1gm result.